Event description:
Information received indicated the head up section will not raise.

Manufacturer narrative:
Hill-rom technician found that the head up valve was stuck. He replaced the head up valve and head up coil and the head section functioned to specifications.